Event description:
As reported, during a procedure, the surgical tech on the sterile field cut into the avitene ultrafoam and a short black hair emerged from the inside of the foam. There was no reported patient injury.

Manufacturer narrative:
As reported, a short black hair was found in avitene ultrafoam. Visual inspection of the returned sample finds a foreign hair like material black in color on the product within the opened sterile pouch. It does not appear the hair presents into the material itself and is found to be laying on the product. Evaluation and root cause investigation is still ongoing. When the investigation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1610 units released for distribution in april 2023. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Visual inspection of the unit received finds a foreign hair like material black in color on the product within the opened sterile pouch. It does not appear the hair presents into the material itself and is found to be laying on the product. The hair has the features of a human hair. Based on the investigation performed the confirmed hair likely presented during the manufacturing process. An awareness training was performed to the operators on gowning and other manufacturing related processes deemed necessary. Updated fields: b4, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, a short black hair was found in avitene ultrafoam. Visual inspection of the returned sample finds a foreign hair like material black in color on the product within the opened sterile pouch. It does not appear the hair presents into the material itself and is found to be laying on the product. Evaluation and root cause investigation is still ongoing. When the investigation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1610 units released for distribution in april 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the surgical tech on the sterile field cut into the avitene ultrafoam and a short black hair emerged from the inside of the foam. There was no reported patient injury.